Event description:
The pt was here for an extracorporeal photopheresis (ecp) treatment on the xts instrument 30208 and kit from lot #z90. The treatment proceeded without problems until the start of final cycle three. At the start of "emptying photo chamber" the device began having "blood pump errors" and "saline empty" alarms. These alarms did not clear with trouble-shooting: saline boluses and powering off and on. There were no kinks, clots or other obstructions noted; however, the practitioner did note more than the usual amount of air bubbles in the photo plate. We called therakos tech support and spoke with the rep. The rep said that problem could be due to "sticky platelets" which could pull sterile air up from the bottom of centrifuge bowl. After multiple attempts to clear alarms, the treatment was ended. However, the instrument would not return the blood products and continued to have blood pump errors. Ecp was aborted and the practitioner began to prepare for the manual return of blood products. Then some blood droplets were noted in the photo chamber and traced to the tubing entering the photo plate. A manual return was not done due to a breach of sterility of the kit. Md was notified and the estimated blood loss was approximately 200ml. The dr gave the okay to reprime a new kit and proceed with ecp without obtaining a complete blood count (cbc). The IV was heplocked and the patient was sent to lunch. The patient tolerated the procedure well and ecp was completed with a new kit and a different xts instrument. The contmainated instrument was serviced by biomed.